Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00beg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they had chronic bladder infections for the past year. This was due to her bladder not emptying completely. The patient went to the health care professional (hcp) last week and the hcp found a mass on the patient's bladder. They installed a new programming for the patient to try. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, actions/interventions, cause, or troubleshooting performed was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).